Event description:
Pt was to have a cardioversion. Two different defibrillators and a new pad each time were used on pt with arcing both times. Pt sustained a 9x9 cm burn to chest and an 8x12 cm burn to back with second cardioversion. Silvadene cream was applied to both burn areas.